Manufacturer narrative:
Device evaluation: no product sample was received. No photographic or diagnostic evidence of the complaint provided by the customer; therefore, visual and functional testing could not be performed. The most probable cause of an "upstream occlusion" alarm is a kink in the tubing or the up-stream occlusion (uso) sensor. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an upstream occlusion alarm. Troubleshooting was performed and upstream occlusion alarm was still present. Air bubbles were noted. Fluorouracil was given at a rate of 5.2 and res. Volume of 20. No patient injury was reported.